Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during the intraocular lens (iol) implant procedure, the lens continued advancing after stopped holding down. It was wasted.

Event description:
Additional information received that there was no patient contact and harm. The surgery completed same day.

Manufacturer narrative:
Additional information provided in b.5. , d.10. And h.6. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Only photo was returned. The reported complaint cannot be confirmed from the returned photo. The attached photo shows an activated company device. The plunger is advanced to mid nozzle. The iol appears to be advanced at the tip of the nozzle, one haptic appears to be exiting the nozzle tip. The manufacturer internal reference number is: (B)(4).